Event description:
Reporter alleged obtaining discrepant back to back glucose results of 501 mg/dl, 190 mg/dl and 177 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated she took her medications and ate breakfast as normal immediately afterward. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.